Event description:
It was reported that a new humeral sureshot guide was used in the middle of the procedure, and when it was connected to the monitor, it did not recognize the guide; we realized that the guide was damaged and specialist had to perform the nail distal blocks with freehand and the help of an intensifier

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.